Event description:
It was reorted to tyco/kendall healthcare on 10/25/2005, that a customer had a problem with the soft tip stylet 6fr. The customer states "a premature infant was being intubated at the bedside with a stylet, and a 3.5fr et tube. After a successful intubation, the stylet was removed. Approximately three inches of the stylet remained in the et tube. It was recognized immediately, and the et tube was removed. All of the retained stylet came out with the et tub. A new et tube was placed without patient complication.